Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient customer called for assistance, to place the cardiosave intra-aortic balloon pump (iabp) into rescue mode. The rescue was stuck in the cart. There was no patient injury or harm.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had tightened the handle for the cart release which had allowed the cardiosave to release from the cart. All the function and safety checks were being completed. The device was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a